Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 and h4. H4 information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplement report is being submitted to provide additional information obtained from the reported event. The customer reported that equipment failure occurred with 0.9% normal saline solution of different brands and the procedure was extended an additional 20 minutes. Additional anesthesia medication was given to the patient to complete the case. There was no report of patient harm due to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The olympus (ola) sales representative was informed by the urologist at the user facility that the customer high frequency electro surgical generator continued to present e006 ¿non-conductive fluid¿ errors in procedure. ¿during a transurethral resection in saline (turis) procedure, the equipment failed so often that the surgery was suspended in order to finish it with conventional monopolar tur equipment.¿ the procedure was completed with no risk of death, or serious injury to the patient but there was a delay in the delivery process.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the event, but the information is pending. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.